Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found scratches on the surface of the distal pulley and the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found.

Manufacturer narrative:
The maryland bipolar forceps instrument has been received; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the failure analysis investigation has been completed.

Event description:
It was reported that during a da vinci prostatectomy procedure, a cracked wire was observed on the maryland bipolar forceps instrument. The instrument was replaced. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.